Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged deeper due to the patient's anatomy, specifically anatomical enlargement of the lvot; however, the exact timing of the dislodge was unknown.

Event description:
It was reported from the patient, twelve days after the implant of this transcatheter aortic bioprosthetic valve (tav), marked edema, shortness of breath, and dyspnea on exertion were present. Approximately three weeks later, the tav was evaluated and severe paravalvular leak was observed. The tav frame ranges were 16.3 mm on the non-coronary cusp, 17.4 mm on the right coronary cusp, and 15.7 mm on the left coronary cusp deep to the native annulus. The patient was scheduled for a redo tav replacement procedure the following day with an unspecified valve to be implanted within the medtronic tav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately one month after the implant of a transcatheter aortic bioprosthetic valve (tav) the patient was found to have severe paravalvular leak. The physician assessed that the procedure and the valve contributed to the symptoms. Of note, diagnostic imaging was performed and the tav frame ranges were 16.3mm on the non-coronary cusp, 17.4mm deep on the right coronary cusp, and 15.7mm deep on the left coronary cusp to the native annulus. A planned transcatheter aortic valve-in-valve replacement was scheduled as an intervention. Twelve days after the implant of the tav, the patient reported dyspnea on exertion and edema as well. No further patient complications have been reported as a result of this event. Additional information was received that following the initial implant of the tav, the patient had mild to moderate pvl which was possibly underestimated. A repeat echocardiogram was performed one month later that revealed moderate to severe pvl. The patient was not hospitalized as a result of this adverse event. The planned transcatheter aortic valve-in-valve procedure was not performed. The patient will continue to be monitored with plan to undergo repeat echocardiogram 3 months following the implant of this valve. Per the physician, the cause of the severe pvl was due to the valve being deeper during deployment to the left ventricular outflow tract (lvot)/aortic enlargement.